Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 300-514 mg/dl range after switching to admelog insulin. The customer completed multiple supply changes and administered boluses and manual injections to address the bg level. Reportedly, manual injections of admelog insulin were also unsuccessful at lowering bg to target range. Tandem technical support educated the customer regarding insulin labeling and instructed the customer to contact the healthcare provider for assistance. Customer acknowledged.